Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unable to rewind and high blood glucose. The customer's blood glucose was 420mg/dl at the time of incident. Trouble shooting was performed and found customer unexpectedly able to rewind the insulin pump and no further assistance needed. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.